Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced intermittent inaccurate fill estimate values. The insulin gauge would then stay static until the insulin volume goes below the reported value and the pump volume would decrease normally from that point. The customer's blood glucose level was not impacted. Tandem technical support reviewed the calculations with the customer and verified that the fill estimate was inaccurate. The customer was to use insulin injections to manage diabetes.